Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that the electrical contact pin of the video connector was bent and the image was not displayed. The cause of the bent pin could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and customer's allegation was confirmed. The evaluation found that the video connector was bent, causing no image with the scope. The root cause could not be determined, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
The customer reported to olympus that there was no image on the visera elite video system center, in addition there was a bent pin where the camera plugs in. There was no patient harm associated with this event.